Manufacturer narrative:
(B)(4) - failure to expand. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during an stent implantation procedure on (B)(6) 2009. According to the complainant, following stent deployment, the proximal end of the stent did not open. The stent was retracted into the sheath and withdrawn through the working channel of the scope. The procedure was completed with a 12mm stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as satisfactory.